Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that poor communication was seen on the patient programmer starting about a week ago. The patient confirmed that he doesn't use an antenna, and hasn't recently been implanted or had a revision surgery. The patient was redirected to the health care provider (hcp) as he has not received therapy for a significant period of time and the ins was older than 3 years old. The patient experienced a sudden return of symptoms that included freezing around the same time the inability to communicate with the ins started. The patient plans to follow-up with his health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.